Event description:
During mapping with the ensite system the spiral catheter would not straighten out. The catheter performed normally when checked before the procedure. The physician does not believe the patient's anatomy contributed to the malfunction. A new catheter was handed over and problem was resolved. They were able to proceed with the case. No harm came to the patient.